Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred during bolus. The customer's blood glucose (bg) level was impacted (600 mg/dl) with moderate ketones. The customer took a correction bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support, a system check was performed and the cartridge was found to possibly be the cause of the alarm. In addition, the customer reported the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level due to the fill estimate. The customer was instructed to change the cartridge. Reportedly, the customer uses cartridges between 2-3 days. The customer was able to load a new cartridge and the issue was resolved.

Manufacturer narrative:
(B)(4).